Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient wanted the scs system removed due to dissatisfaction with the stimulation. The patient was to work with the physician regarding the explant surgery.